Event description:
It was reported that the patient presented to the hospital for a scheduled device changeout. During the procedure, the right atrial (ra) lead had an insulation damage. The physician attempted to explant and replace the ra lead but was unsuccessful. The physician decided to do a lead repair, and the ra lead remained implanted. The patient was in stable condition.